Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother stated that the insulin pump is alarming no delivery. The current blood glucose reading is 525 mg/dl. Customer treated with manual injection. Customer reported the hospitalization due to high blood glucose. The blood glucose at the time of the event was 470 mg/dl. Customer was receiving no delivery alarms, removed the insulin pump. Customer was feeling sick; woke up with high blood glucose and was taken to hospital. Customer was treating with manual injections. Diagnosed diabetes ketoacidosis. Hospital treated with IV insulin. Nothing further reported.